Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after a foley catheter was placed in the operating room for urinary catheterization, and after returning to the ward, it was reported that the balloon's sterile water had leaked. When sterile water was added, it was reported that there was a hole in the syringe connection tube.